Event description:
A patient with a history of anemia was receiving an IV infusion of iron-sucrose. While receiving IV treatment, IV tubing, from alaris pump module smartsite infusion set, was leaking and bubbling out. Leak was in tubing before threaded connection where tubing went into clear plastic cylinder, before connection that attaches to patient's adapter.